Event description:
A hospital in (B)(6) reported via a distributor that the inspiratory heater wire connector was faulty and an mr290 humidification chamber was broken. Both are included in an rt212 adult breathing circuit kit. These were found before use on a pt. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The product is not sold in the USA but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. The rt212 adult inspiratory heated breathing circuit kit is en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.